Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in intensive care unit due to insulin pump failure on october 9, 2019 and had experienced high blood glucose of 730 mg/dl. The customer also experienced chest pain. The customer treated her high blood glucose with an insulin drip and insulin pump, but did not confirm bolus. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that was unable to complete carelink upload. Based on customer report customer does not allege pump was under delivering. The customer also stated about hardware low-level failure however completed troubleshooting and was able to clear alarm and rewind pump. The customer also stated about crack on battery compartment. The customer was assisted with displacement test and it did passed however, the self-test failed. Advised the insulin pump requires replacement, to discontinue use of the pump and to revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.